Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Technical support resolved the issue by deciding to replace the pump and confirmed that the customer would use multiple daily injections as a backup therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.